Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a blood glucose reading of 502 mg/dl. Prior to the event, the customer was getting button error alarms that she was unable to clear. The customer was unable to use the insulin pump at that time and went to the ER. Advised that the insulin pump would be replaced. Nothing further was reported.